Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the right ventricular - rv lead exhibited diaphragmatic stimulation. During the lead revision procedure, the helix failed to extend. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.